Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed followed by unexpected off no power alarm due to poor solder joint at on mother board. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported the insulin pump alarmed spi to motor pic communication error. Customer attempted to clear the alarm, changed battery, and anomaly persisted. Customer's blood glucose was unknown. Customer was advised to revert to back up plan. No further information reported.